Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2014-02008. (B)(6) clinical study. It was reported that vessel spasm occurred. On (B)(6) 2012, the patient presented due to stable angina and was referred for cardiac catheterization. Target lesion #1 was a de-novo lesion located in the mid left anterior descending (lad) extending to distal lad with 90% stenosis and was 28 mm long with a reference vessel diameter of 3 mm. The lesion was treated with direct stent placement using a 2.75 mm x 32 mm ion stent. Following postdilatation residual stenosis was 0%. Following stent deployment and post-dilation with a 3 mm x 15 mm quantum apex balloon catheter, spasm occurred. The patient was then treated with 225 micrograms of intracoronary nitroglycerin. Ten days post procedure, the patient was discharged on aspirin and prasugrel.